Event description:
It was reported that the compressor will not going to standby mode. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A compressor mini was not turning on. Our field service engineer was on site to investigate and found issue in the mains inlet, the mains power inlet, the holder for the mains fuses f3/f4 and the on/off switch is one complete unit. The mains inlet was replaced and test performed. Unit passed all functional and safety test per factory specifcations, returned to customer and cleared for clinical use. The cause of a blown fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the mains inlet.